Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported that the patient underwent mechanical thrombectomy with an embotrap iii revascularization device (et307522 or et307537) and suffered from a small hemorrhage in the treated vessel. The physician commented that the event happened after cerenovus ¿changed the sizes¿ on the embotrap device. No additional information is available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Hemorrhage secondary to vessel trauma or injury is a well-known extensively documented potential complication associated with the embotrap iii revascularization device and is listed in the instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are clinical and procedural factors such as vessel characteristics, clot burden, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The relationship of the device to the reported event cannot be clearly established. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Sthe product catalog and lot number were not reported; UDI was unavailable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent mechanical thrombectomy with an embotrap iii revascularization device (et307522 or et307537) and suffered from a small hemorrhage in the treated vessel. The physician commented that the event happened after cerenovus ¿changed the sizes¿ on the embotrap device. The device is not available for evaluation. No further information was provided at the time of complaint initiation.6. Tests/lab data including dates.